Manufacturer narrative:
The complaint device associated with this report has been returned and is undergoing testing. Batch record review is in process. No similar reports on lot 118752f. This report mailed in to FDA on: 7/27/2007. Additional information was requested from reporter: 7/3/2007, 7/13/2007, and 7/24/2007. Additional information was provided by reporter 7/13/2007 and 7/24/2007. No patient contact information provided.

Event description:
An ophthalmologist reports a patient experienced photophobia and ocular burning within 24 hours of using this product for the first time. The patient usually uses renu, but borrowed this bottle of product and used it for one day. Use of the product and contact lens wear was discontinued at onset of symptoms. Upon examination, two days following onset of symptoms, the ophthalmologist diagnosed "conjunctivitis" and a "corneal abrasion" ou (both eyes) in the shape of the contact lenses. The patient was treated with antibiotics, frequent use of preservative free tears and a 24 hour patch. One week following initiation of treatment, the patient had not resumed contact lens use. The patient's outcome is not known. She has not been seen since the one-week follow-up visit. The patient is not a regular patient for contact lenses but the ophthalmologist indicated contacts were soft, daily wear, one-month replacement cycle and were one week old at the time of onset of symptoms.